Manufacturer narrative:
Pci was being performed on a lesion in the entire length of the right coronary artery (rca). At the proximal end the lesion was flexed, diffuse, moderately calcified and highly tortuous. There was 75% stenosis at the mid to proximal rca and 90% in the distal rca. The radial approach was chosen for this procedure. A runthrough guidewire was inserted into the distal end of the poster descending artery and intravascular ultrasound (ivus) was conducted, and the physician decided to deliver a short stent past the flexed area at the proximal end of the proximal rca. A 3.0x13mm cypher stent was being delivered to the target lesion at the distal end of the distal rca. However, the cypher would not cross the flexed area of the proximal rca. The stent was retrieved, and the physician checked the mounting of the cypher stent and attempted to deliver it again, but was not successful. While attempting to retrieve the cypher stent, it became caught at the tip of the 6 french (6 fr) guiding catheter. The physician decided to retrieve the entire system and retrieved the cypher to the brachial artery, but the stent became caught in the sheath introducer. The physician pulled the device by force and the stent dislodged from the stent delivery system (sds). However, the stent was still on the guidewire. To retrieve the stent, he cut the hub of the sds and inserted a gooseneck snare over it from the radial approach. However, the stent could not be retrieved through a sheath so a 7 french long sheath and a 7 french guiding catheter were inserted from the femoral artery. The 7fr-guiding catheter was inserted into the brachial artery, and then the tip of the guidewire was inserted into the tip of the 7fr guiding. Then, the tip of the guide wire came out from the femoral site. A gooseneck snare was inserted from the femoral approach area and into the brachial artery, and the stent was retrieved out of the femoral artery. The procedure was prolonged for about 1 hour. After that , a taxus was implanted at the target lesion from the femoral approach. The procedure was finished and there was no patient injury. The dislodged stent was deformed: the proximal end was flared and the distal end was twisted due to the snare. The product was clinically used and will be returned for analysis. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci), the stent did not cross to the target lesion after several attempts. During withdrawal of the entire system, the stent dislodged and was retrieved by a snare.